Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a pocket revision due to erosion. It is noted that there was chronic oozing of blood from the skin layer however no signs of infection. Additional information revealed the patient reported that the incision started to bleed from the medial portion after four months post implant. Pocket revision was performed however the same portion of the incision would not approximate and the patient¿s skin layer would still not close. Subsequently, the physician decided to remove the entire system to prevent infection from developing. This device is no longer in service. No additional adverse patient effects were reported.